Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found both the inner and outer sterile blisters were not properly sealed. An incomplete adhesive residue pattern is present. This complaint has been confirmed by evaluation of the returned product. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. This issue is being further investigated internally. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the surgeon opened the outer packaging of the implant and found that sterile packaging was not completely sealed. A new tibial insert was opened to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign source: china. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.